Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition. During a revision procedure, this lead perforated the heart wall, in which a pericardial window was performed. This lead was also noted to have fractured due to subclavian crush. This lead was then explanted and successfully replaced. No additional adverse patient effects were reported.